Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedance measurements of 125 ohms on the right ventricular (rv) lead channel. This crtd was explanted and has not been returned for analysis. No additional adverse patient effects were reported.